Manufacturer narrative:
Eval: method: visual analysis was performed. Results: an incomplete extension was returned for analysis. Some discoloration throughout was noted. No functional testing could be performed on the incomplete extension. Conclusion: no conclusion can be drawn. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Report 2 of 2. Reference MFR report: 1627487-2010-02971.